Event description:
1. There was an allegation of a questionable tg g2 elecsys result for one patient from the cobas e 411 analyzer (rack system). 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined that the event was consistent with a suboptimal adjustment of the sipper arm. 2. Summary of follow-up/corrective actions taken: the field service engineer inspected the analyzer and found significant changes in the adjustments of the sample, reagent, and sipper probes. He adjusted these parts. He also replaced the syringe seals, drill tube, sipper seals, and sample probe and verified the electronic boards. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.